Event description:
Patient noticed wet spot on right pajama leg. Pt receiving sq pca ms in rt. Thigh. Site dry with op site dressing intact. No redness edema or tenderness noted. Infusion pump needle tab pulled back slightly. No needle intact to tab. Tab completely removed and no needle anywhere. X-ray order by physician and needle was noted on x-ray. Patient had been taken to surgery for another procedure and the surgeon was advised in order that he could remove if he chose to do so. Surgeon decided not to remove. Patient is aware and is satisfied for needle not to be removed.